Event description:
Jamshidi needle appeared to be improperly constructed, because physician could not aspirate bone marrow using three different syringes. The syringes filled with air each time. A core biopsy was obtained with this needle. A second aspiration attempt with a new jamshidi needle was successful using the same syringes as before. Diagnosis or reason for use: (B)(6).